Manufacturer narrative:
As the specific sku could not be confirmed, a representative sku was utilized for the purposes of this report. Due to the absence of traceability information, a device history record (DHR) review and trend analysis could not be conducted. No additional event information could be obtained, as the end user explicitly declined further contact. The exact nature of the reported complication was not specified, and it remains unclear whether the end user experienced a uti or another complication. Since hollister was unable to confirm the complication, a causal relationship between the use of the hollister catheter and the end user's reported complication could not be established. The lot number associated with the reported event is unavailable; therefore, only the device identifier (di) portion of the unique device identifier (UDI) could be referenced. The production identifier (pi) information was not provided.

Event description:
It was reported through a customer survey that a patient in the UK switched off of their hollister infyna chic, vapro pocket or vapro plus pocket catheter due to experiencing complications, i.e. Utis.